Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens peeling issue could not be determined, however, the issue was likely due to stress of repeated use, external factors and or user/handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope". Inspection of entire endoscope ¿6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularitie.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the bending section cover had a scratch. In addition to the adhesive peeling around the objective lens, the evaluation findings are as follows: the adhesive on the bending section cover had a chip, the protector of the video cable section had a scratch, the light guide cover glass had a scratch, the video connector case had a crack, and the video connector had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative initially reported (on behalf of the customer) that the endoeye flex deflectable videoscope bending section cover had a scratch. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the adhesive around the distal end of the objective lens was peeled.